Event description:
It was reported that: "epidural catheter body separated. The medication was no longer being provided. Female patient was in pain and the obstetrician anesthesiologist gave a bolus of xylocaine adrenaline 5cc for pain relief. This issue has been previously observed 2 or 3 times. " associated complaints: 3006425876-2024-01070 and 3006425876-2024-01071.

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer.

Event description:
It was reported that: "epidural catheter body separated. The medication was no longer being provided. Female patient was in pain and the obstetrician anesthesiologist gave a bolus of xylocaine adrenaline 5cc for pain relief. This issue has been previously observed 2 or 3 times. " associated complaints: 3006425876-2024-01071.

Manufacturer narrative:
(B)(4). Full UDI is not available as the lot# was not provided by the customer. Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.